Event description:
It was reported that this aortic bioprosthetic valve, implanted approximately eighteen (18) years ago, was explanted and replaced with a 3300tfx 25mm. Per follow up with the healthcare provider, it was learned that the device was explanted due to severe prosthetic stenosis and the patient did well post surgery.

Manufacturer narrative:
Report of an explanted aortic bioprosthetic valve after an implant duration of approximately eighteen (18) years due to severe stenosis. The explanted valve has not been returned for evaluation, thus the mechanism and root cause leading to this event cannot be identified or evaluated. There is no information to suggest a device quality deficiency related to this event. Edwards will continue to review and monitor all events.